Event description:
Caller reported a cartridge alarm 20, which indicated an issue with their pump. Due to this issue, the customer's blood glucose level was displayed as "high," but the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance. Tandem technical support (cts) confirmed that the customer would receive a replacement pump with updated software, as their current pump, though still operational, was experiencing consecutive cartridge alarms. The support team provided instructions for returning the problematic pump, including putting it into storage mode and using a pre-paid label. The customer was informed about programming the new pump with their settings and connecting their continuous glucose monitor (cgm). There was no adverse impact on the customer¿s blood glucose level.